Event description:
The customer received questionable creatinine plus ver.2 results for several patient samples since the beginning of february. The specific number of patient samples involved was not provided. Of the data provided for five patient samples, only the results for two samples were discrepant. Patient sample 1 initial result was 1.48 mg/dl. On (B)(6) 2015, the sample was repeated on the integra analyzer five times and the results were all 0.72 and 0.73 mg/dl. The sample was also repeated on a cobas analyzer five times and the results were all 0.76 and 0.77 mg/dl. Patient sample 2 initial result was 1.5 mg/dl. On 02/17/2015, the sample was repeated on the integra analyzer and the results were 0.85 and 0.84 mg/dl. This patient was a male born on (B)(6) 1982. The initial results were reported outside the laboratory. None of the patients were adversely affected, as the medic identified the results as not plausible. The reagent lot number was 608204. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the provided calibration and qc data was acceptable, a general issue with the reagent or system was excluded.

Manufacturer narrative:
This event occurred in (B)(6).